Event description:
As reported to coloplast though not verifed, aris was implanted on (B)(6) 2009-patient later experienced infection, pain, bleeding, damage to vaginal wall, will need additional surgery to remove mesh.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.